Event description:
The advocate called on behalf of the customer. She stated the customer almost fell into a diabetic coma and paramedics had to be called. The customer's glucose was tested using his breeze2 meter and the reading was 74 mg/dl. Paramedics tested the customer's glucose at 20 mg/dl using their meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The advocate has mentioned that the customer was taken to the hospital, but she was unable to provide any other information about the event. The customer's control solution was expired, so troubleshooting was not possible. The customer's test strips and meter were returned for evaluation. Replacement products were sent to the customer.